Event description:
It was reported that the patient had passed away. An online obituary indicated that the death had occurred after a "fight-to-the-end battle"; with his seizures. No further relevant information has been received to date. The suspect product has not been received to date.